Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mom reported via phone call that the patient¿s blood glucose was low. The customer¿s blood glucose level was 35 mg/dl at the time of the incident. The customer¿s mom refused troubleshooting. The customer¿s mom reported that instead of the 0.3 units which her daughter was supposed to have, she would give her 0.5 units. Her daughter then had low blood glucose and they thought automatically that it was the infusion set due to the recall. The customer¿s mom reported it has now been a week her daughter had low blood glucose. The customer¿s mom was offered numerous times to troubleshoot but she declined. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Findings: the information provided was incorrect with the initial report. The correct information has been provided with this report. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.